Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of evidence that the revision was performed. No product was returned and no inspection could be performed. No x-rays, scans, pictures, or physician's reports were provided. DHR was reviewed and no discrepancies were found. The sterile certificate of the htr-pmi implant were reviewed and there was no anomalies found. Root cause was unable to be determined. There was nothing to indicate that the infection is related to these implants or there was an alleged malfunction of these implants. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2019-00140-1 & 0001032347-2019-00138-1.

Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2019-00138 and 0001032347-2019-00140.

Event description:
It was reported a revision occurred due to infection. The implant was removed due to (B)(6) infection a month after implantation. No additional patient consequences were reported.